Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The most recent blood glucose reading was 107 mg/dl. The customer's mother stated that the insulin pump had been chewed on by a dog and it had destroyed the keypad with its teeth. She noted that the reservoir could not be removed because the reservoir compartment had also been chewed on. She stated that she had to remove the battery upon receiving the button error alarm because she could not clear the alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to dog chew marks and physical damage. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker. The displacement test could not be performed due to the keypad anomaly.